Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up visit this right atrial (ra) lead had increased threshold measurements and loss of capture upon interrogation. It was thought that this ra lead had dislodged. The associated device was programmed to maximum outputs. A revision procedure will be performed to reposition this lead. No adverse patient effects were reported.